Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No product lot number was reported, therefore no qualification record review could be performed.

Event description:
The customer reported the following blood glucose, carbohydrate intake and insulin bolus history for (B)(6) 2013: time: 2:04 am, bt (mg/dl): 296, bolus (u): 0.2; 7:27 am, 282, 0.6; 9:51 am, 185, 0.55; 10:13 am, 63; 1:43 pm, 355, 0.85; 1:43 pm, cho (g): 16, bolus (u): 0.3; 2:02 pm, 0.1; 3:21 pm, 276; 7:11 pm, 28; 10:38 pm, 14, 0.5; when he removed the pod, he noted that the cannula looked like an "l" shape.